Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding an unknown patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the hcp experienced higher than normal back pressure when refilling the pump. No further complications were reported.